Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an in-clinic follow-up, far field p-wave over-sensing was observed on the right ventricular (rv) lead. Provocative testing was performed and revealed no abnormalities. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.